Event description:
It was reported that the dr requested more power from esu to achieve the desired effect with the electrosurgical pencil. Upon increasing the esu wattaged, the dr rec'd a burn to the finger. It was found that there was a hole in the dr's glove. No treatment required.